Event description:
The customer reported to olympus, the high flow insufflation unit front panel went black and sounded an alarm during preparation prior to an unknown procedure. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the front panel blacked out and the alarm was generated due to a faulty circuit board. In addition, the front panel digital numbers did not display as it would normally. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d8. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation regarding the following reported events: (1) ¿the front panel goes black with alarm sound¿ was determined to have occurred due to a faulty patient circuit (cr) board. The service manual confirmed that cr board is structured in the manifold unit, and it has functions that control opening and closing of the solenoid valve and relief valve by pressure inside the conduit line that was measured by the pressure sensor. (2) ¿digital numbers on the front panel were displayed abnormally¿ was determined to have occurred due to faulty front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.